Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on the dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were valid on the day of the event. Siemens remotely assisted the customer in resetting the correlation factor. The customer bleached and cleaned the integrated multisensor technology (imt) sample drain, replaced the imt sensor, and ran a dilution check and qc. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument and determined that the correction factor correlated with another instrument in the lab. The cse ran a precision study using patient samples and qc, which recovered acceptably. Siemens further evaluated the event and ruled out reagent issues as qc recovered within acceptable ranges. A fluid draining issue in the imt sample drain potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on the dimension exl with lm integrated chemistry system. The initial results were not reported to the physician(s). The samples were repeated on an original instrument. The repeat results recovered higher than the initial results and were reported, as the correct results, to the physician(s). After the system was cleaned, the samples were repeated on the same instrument and the 2nd repeat results aligned with the 1st repeat results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.